Manufacturer narrative:
The device was not received for evaluation however functional testing was performed at the customer site by a baxter technician. The reported 'downstream failure' was not reproduced. The device was tested for downstream occlusion detection and passed within specification at 7.30 pounds per square inch (psi). A review of the event history log revealed "downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream failure in the biomedical service department. There was no patient involvement. No additional information is available.